Event description:
It was reported that the straight universal handpiece was missing the straight tip joint after opening the tray prior to the start of a procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
During device evaluation, the reported event of the joint being missing was confirmed. Per the instructions for use: when removing the ultrasonic tip, do not remove the tip; the device was repaired and returned.

Event description:
It was reported that the straight universal handpiece was missing the straight tip joint after opening the tray prior to the start of a procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation in progress.